Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that upon opening the 5x35mm t2 locking screw the device inside the packaging was measured at 33mm. The case was completed with a different screw.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. Review of the DHR revealed no discrepancies. The device returned was documented as faultless prior to distribution without reported discrepancies. Evaluation revealed that the reported issue could not be confirmed; the screw length is inside specifications. The engraved length is the nominal length (35 mm). According to the specification the tolerated minor length is 33,5mm. Thus, the length of the locking screw with 33,79 mm is within specified parameters. Screw head length was minimized with design change to decrease soft tissue irritation. Finally, the instructions for screw length determination are described in detail in the corresponding operative technique.

Event description:
It was reported that upon opening the 5x35mm t2 locking screw the device inside the packaging was measured at 33mm. The case was completed with a different screw.